Event description:
A malfunction on the pump was reported by the caller, who did not experience any notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller in doing so. Although the same malfunction code initially recurred after resetting, technical support decided to replace the pump. They instructed the customer to continue using the pump and to call back if any issues reoccurred, which the caller acknowledged and understood.